Manufacturer narrative:
(B)(4). Customer has indicated that the device is in process of being returned to zimmer surgical. Once the device is returned and the investigation is completed, a follow up medwatch will be filed accordingly.

Event description:
It was reported that the device had intermittently malfunctioned; the device cut in and out. The event occurred during surgery. There was no harm and there was a surgical delay of unknown time. No additional skin grafts were required. The surgeon was able to finish the procedure. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. On (B)(6) 2018, it was reported that the device had intermittently malfunctioned; the device cut in and out. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome on (B)(6) 2018 revealed that all 4 width plates were scratched and nicked. The head was worn and the control bar had a couple small nicks. The motor speed was within specifications and the control bar was in the correct position. The calibration was out of specifications at all settings. Repair of the air dermatome has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was non-verifiable since during the product review it was noted that the device operated within motor speed specifications. However, since the issue was intermittent it may have not been observed during testing. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device operated within motor speed specifications. However, since the issue was intermittent it may have not been observed during testing. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.